Manufacturer narrative:
The initial medical device report was submitted: 2938836-2015-03352. (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device prematurely reached eri and could not be interrogated prior to replacement. It was noted that an excessive battery discharge within a few days were observed. The device was explanted and replaced. The patient was in good condition following the procedure.